Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4) 2011. Eval summary: a field service technician evaluated the surgical table and could not duplicate the alleged malfunction of the table unlocking. The technician did observe that rubber pads from the feet of the table were missing, however, these missing pads did not cause the table to unlock when being evaluated by table randomly unlocking could not be determined nor could the alleged failure be verified. This is not a single use device.

Event description:
(B)(4). It was reported that the vertier surgical table is randomly unlocking. Recycling power to the table allegedly resolves the issue for a short time.